Event description:
It was reported that (1) device was used an unknown procedure. It was reported by the affiliate that the er320 clip ejected (not into the patient). Another instrument was used to complete the case. There was no consequence to the patient.